Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the experienced frequent/urgent urination and difficulty during the trial. There were no further complications reported or anticipated.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient felt discomfort and was not sure if it was from the stimulation or the lead. They were also vomiting. The patient went to the emergency room (ER), lowered the stimulation, and contacted their doctor¿s office. Follow up information received on may 15, 2017 reported that the first 2 days of the evaluation were a ¿disaster¿ due to their symptoms. They went to the ER and had IV¿s done. The patient stated that they thought the ¿extreme voids¿ were due to the IV¿s. They were doing better and met a minimum of 50% in one area. On (B)(6) 2017, the trial patient reported that they felt a hot burning sensation every once in a while, down the leg a little while on program 3. The patient wanted to know if a higher heart rate could be because of the trial device. It was advised the patient to speak to their doctor regarding the issue. On (B)(6)2017, the patient reported had a high heart rate and was not sure it was from the device sensation. The patient went to the ER and had been in the hospital since (B)(6) 2017 and was to be discharged tomorrow. On (B)(6) 2017, it was reported the patient got spasms. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.